Event description:
It was reported that the rod inserter would not hold the rod when trying to insert. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): visual examination of the instruments did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open, close and function normally. Rod inserter rod attachment lever opens normally and securely retains rod when closed. Sample rod used to functionally test for rod disengagement. Additionally, a rod simulation gage is used to verify proper retention; the conditions were properly retained. Rod inserter also inspected for max gap dimension, gap dimension determined to be within specification. No apparent damage to instruments; cannot duplicate customer concern. After visual inspection, gauging, and functional check for rod disengagement and function, the instruments function as intended. Device history record were reviewed. No documentation was found that would indicate a non-conformance to specifications.